Manufacturer narrative:
(B)(4). It was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Event description:
It was reported that there was a forced update. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on (B)(6) 2022.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5111422